Manufacturer narrative:
(B)(4). Batch # p9432d. Investigation summary: the analysis results found that the 2b5lt device was returned with the obturator cannula damaged bent. Upon testing, the obturator was inserted and removed with difficulties through the sleeve. The device was disassembled, in order to evaluate the condition of the seals and was confirmed that the seals were found damage and the lubricant was insufficient from the seals causing the removing issue. The most likely cause for the found condition is related to the manufacturing process. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the trocar would insert pre-use all ok, but when the surgeon used it and went to remove the trocar, they were bent and difficult to remove. No patient consequence.